Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered the pacemaker was in back up mode. The pacemaker was successfully restored. The asymptomatic patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered the pacemaker was in back up mode. The pacemaker was successfully restored. The asymptomatic patient was in stable condition.